Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. International distributor reported that patient used acetaminophen against user guide recommendations. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).